Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro, they stated that one of the c-arms broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that one of the c-arms broke. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25148349, 25148278, 25148292; the last 3 lots shipped to the account prior to the event date. There were no ncmrs reported for lot #25148278 and lot #25148292. There was one ncmr reported for lot #25148349, however it is not related to the reported event. Device discarded.